Manufacturer narrative:
Device evaluation: one device was received for investigation. Visual inspection noted the device was received in with no unacceptable damages found. Normal wear and tear due to the age. Functional testing could not replicate the reported complaint. The most probable root cause is improper testing of the breath detect. No device history report (DHR) review was completed. The previous service history was reviewed and deemed unrelated. Replaced MRI battery, sintered filter, o rings and o rings washer for the preventative maintenance (pm). Replaced illegible serial number label. Performed pm, recalibrated unit, cleaned and affixed new service label. The device passed functional testing after the pm updates.

Manufacturer narrative:
Date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the ventilator is not detecting breath. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Other text: additional information b5 and h6.

Event description:
Additional information was received. All problems found with the unit was during testing, no patient involved.